Event description:
Same case as MDR 6000089-2005-00665, and 00666. It was reported that after a coronary artery drug eluting stenting procedure the pt experienced a severe hypersensitivity reaction. The index procedure treated three target lesions. Target lesion 1 was a 3.75 mm vessel diameter, 75% stenosed region of the saphenous vein graft (svg) of the ramus artery. The physician direct stented this lesion with one taxus express2 8.8% 3.5x20 mm (lot 6272409) drug eluting stent to alleviate in-stent restenosis. Target lesion 2 was a 3.0 mm vessel diameter, 75% stenosed region of the native ramus artery. The physician direct stented this lesion with one taxus express2 8.8% 2.5x12 mm (lot 6285279) drug eluting stent. It was reported that a grade a proximal dissection occurred as a procedural complication. Target lesion 3 was a 3.0 mm vessel diameter, 75% stenosed ostial region of the proximal circumflex artery (cx). The physician predilated the lesion prior to successfully placing one taxus express2 8.8% 2.5x20 mm (lot 6252030) drug eluting stent without complication. The pt was discharged from the hosp 2 days post index procedure receiving plavix and asa. The site reported that this pt experienced a severe hypersensitivity reaction consisting of diarrhea and anemia post index procedure. The onset of the reaction was reported to be in 2004. The pt is currently being treated for this ongoing reaction with prednisone and iron.